Event description:
The pump was returned for investigation. Investigation revealed that the force sensor calibration was not within specifications. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, a review of the pump¿s black box showed loss of primes had occurred due to pump reboots or cartridge reload. During testing, rewind, load, and prime steps were performed with no loss of prime occurring. The pump was exercised for 24 hours on a 1 unit per hour basal program with no loss of prime. Evaluation revealed that the force sensor calibration was found not to be within specifications.